Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted from (B)(6) 2020 to (B)(6) 2020 for gastrointestinal bleeding (gib). Patient was symptomatic for microcytic anemia, iron deficient anemia second to blood loss from gi bleed. Patient presented for worsening fatigue and dyspnea on exertion (doe). Hemoglobin (hgb) of 4.6 from 6. Iron level was low, status post blood transfusions which was 2 units on (B)(6) 2020. The anemia work up consisted of ferraton, folate, b12, haptoglobin and lactate dehydrogenase (ldh). Hgb check at 6pm transfuse if less than 7. The international normalized ratio (inr) goal was 1.5-2. Warfarin was stopped on this admission. Patient was discharged with hemoglobin and hematocrit (h/h) of 8.5/2 .the device operated as intended. Patient was stable on discharge. Treatment given for chronic anticoagulation was warfarin 2mg daily which was stopped in this admission. Von willebrand antigen remained in process.